Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head ¿ unknown part and lot; unknown stem ¿ unknown part and lot; unknown liner ¿ unknown part and lot; therapy date: unknown. Customer has indicated that product will not be returned to zimmer biomet for investigation as the product remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10208; 0001825034 - 2018 - 10209; 0001825034 - 2018 - 10211.

Event description:
It was reported patient is scheduled to undergo a hip revision and testing for metal allergies for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.